Event description:
Adverse event(s): "blurry near and distance vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]. A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she has blurry near and distance vision. She reported wearing bifocal glasses to help with vision, but the prescriptions did "not read true" and she "cannot see through" the glasses. She reported that each iol was implanted by two different surgeons. The surgeon for the right eye (first eye implanted) told her that her vision was normal and would get better. She went to another surgeon for the left eye and after the surgery, she was told by that surgeon her "vision is close to perfect", but she did not see well after that surgery, either. She was told she would need glasses for both distance and near vision; and was given a prescription by a corneal specialist. She also mentioned that the corneal specialist treated her left cornea (treatment and condition unspecified). The consumer stated that her prescriptions for glasses remain unfilled. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/09/2010, 08/11/2010, 08/16/2010, and 08/23/2010 and by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).